Event description:
On 2/19/94 resident was found lodged between the mattress and the side rail attached to bed. Her torso was completely through space with chin resting on lower barof side rail. She was dead. Body taken by coroner for an autopsy by medical examiner. Incident reported to the doh. Internal investigation in progress.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-93. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: none or unknown, none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. Invalid data - on device destroyed/disposed of status.